Manufacturer narrative:
(B)(6). Device is not distributed in the united states but is similar to distributed united states product. (B)(4).

Event description:
It was reported that the fast fix 360 suture fell apart during implantation. All implants were retrieved from patient. Another ff360 was used as a backup. There was a delay of less than 30 minutes. No patient injury was reported.

Manufacturer narrative:
A used device was returned with a small piece of suture which has one end cut and one end torn. Functional evaluation indicates that the device cycles and advances properly. The complaint of suture falling apart cannot be confirmed. After the evaluation the root cause for the reported issue cannot be determined. A review of the device history record was performed which confirmed no inconsistencies. The information will be forwarded to engineering.